Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the pain complaints could not be determined. The most probable root cause for the instrument breakage is overtightening in a solidly fixed implant. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# i0506, mfd. 03/18/13, expires 2018-03, (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# i0756, expires 2018-08, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0494, mfd. 04/10/13, expires 2018-04, (B)(4). Removal adapter 7.0 mm, p/n 500077.

Event description:
In (B)(6) 2013, the patient had a right-side si joint arthrodesis where three implants were placed. The patient later presented to a new surgeon with complaints of continuing si joint pain. Although the implants were not breaching the neuroforamen and all were solidly fixed in bone, the patient requested that all the implants be removed. There was no medical indication for the removal of the implants. In (B)(6) 2017, the surgeon attempted to remove the implants using a removal instrument, but the tip of the instrument broke off inside one of the implants because the implant was solidly fixed in bone and the instrument may have been overtightened. The tip of the instrument is expected to be entirely contained within the implant. The surgeon decided to leave all the implants in place. The status of the patient following the revision procedure is not known.